Manufacturer narrative:
Customer's meter was returned and investigated. Meter powered on with button and with insertion of strips. Did not observe meter turn off after strips were inserted. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported their freestyle freedom lite meter turns on with a test strip and then shuts off and as a result of being unable to test, they lost consciousness and fell on (B)(6), 2010. Although the customer further reported being seen by a doctor, the information with regards to the diagnosis in unknown and they denied they received third-party medical treatment. The customer reportedly self-treated by eating food in attempt to counteract the event. There was no report of death or permanent impairment associated with this medical event.